Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12nov2018. (B)(4). Philip's field service engineer (fse) evaluated the device and verified the issue. The ventilator was not going into working mode. The fse unplugged the external cable and plugged in the main power supply. The ventilator turned on normally without alarm. The ventilator passed all testing and operated within manufacturing specification.

Event description:
It was reported that during evaluation, the ventilator would not boot up and the red light was on. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.